Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient stated that the day of the event the cgm reading was inaccurate and was ¿on and off¿ while he was asleep. The patient woke up disoriented and would have experienced convulsions. No specific cgm reading was reported, and no blood glucose reading was taken. No treatment was reported by the patient who refused to provide any further treatment regarding the event. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).